Event description:
A customer contacted beckman coulter (bec) to report a bloody blue leak of approximately 100ml under a coulter lh 750 hematology analyzer. The source of the leak was unknown. The operator was wearing personal protective equipment (ppe) consisting of a labcoat, gloves and personal glasses at the time of the event. No injury or exposure was reported. The instrument was not in use when the operator observed the leak. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went onsite and the customer indicated that they had resolved the leak prior to service arrival. The fse noted some fluid coming from under the instrument and ran the instrument continuously for an hour monitoring the interior and underside of the instrument for a leak and could find not evidence of any further leak. The fse believed the fluid seen was residual from the leak that the customer had fixed. The customer did not state how and where the leak in the instrument was fixed. The cause of the leak is unknown because fse could not confirm an active leak upon arrival and the customer did not indicate the remediation performed. (B)(4).